Manufacturer narrative:
Date of event: (B)(6). Date of report: 30aug2019. The manufacturer¿s field service engineer (fse) confirmed the touching portion was misaligned, so the touch screen was calibrated, but the phenomenon was not improved, so touch screen was replaced then the phenomenon was improved. The manufacturer¿s field service engineer (fse) replaced the touch screen, and no abnormality was confirmed.

Event description:
The customer reported touch screen failure. There was patient involvement, but no one was harmed.